Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the epoprostenol 50ml infusion, intended to run at 750mcg/50ml, was completed sooner than expected. The infusion was started at 2240 on july 11, 2021 and the issue was discovered at 0000 on july 12, 2021. It was noted that the patient had nausea and the rate was decreased to 4ng/kg/min. The patient continued to tolerate the medication at lower rate and was gradually titrated up again.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the epoprostenol 50ml infusion, intended to run at 750mcg/50ml, was completed sooner than expected. The infusion was started at 2240 on (B)(6) 2021 and the issue was discovered at 0000 on (B)(6) 2021. It was noted that the patient had nausea and the rate was decreased to 4ng/kg/min. The patient continued to tolerate the medication at lower rate and was gradually titrated up again.